Manufacturer narrative:
Results: the returned sample didn't contain the distal most potion of the tip and spiral wrap as reported. Visually, the spiral wrap broke which would have resulted in the reported event. The break location corresponds to the distal end of the outer tube. The spiral wrap was twisted in on itself in a clockwise direction which indicates excess torsional loads. The inner shaft was worn 0.61¿ from the distal face of the inner hub which is an indication of aggressive use. The wear corresponds to the proximal end of the outer tube in the front hub. When viewed under magnification; there was deformation and indentations of the front hub locking area; there was wear and gouging of the inside diameter of the distal end of the outer tube; both are consistent with aggressive use. There was no allegation of a defect prior to use. The information indicates excess pressure was applied during use which caused the deformation of the hub locking area; which resulted in the assemblies rubbing together causing wear and excess torsional loads through friction. The IFU warns that excessive pressure applied to a bur/blade may cause a fracture. There was an out of specification condition identified as it relates to the complaint (due to physical damage). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that a bur broke intra-operatively. Bur was replaced to complete the procedure. There was no patient impact. On follow up, it was confirmed through a post-operative CT that there were no fragments left in the patient¿s body.